Event description:
It was reported that following insertion of the arterial lumen of the tesio catheter, it was noted that the lumen was split. The catheter was immediately removed and replaced with another tesio catheter.